Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had high out of range shock impedance greater than 125 ohms. It was noted that it was only on one occurrence, and the plan was to continue to monitor. Device remain in-service. No adverse patient effects were reported.